Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation : a review of the device through photographs noted the events of seroma and capsular contracture could not be observed as they are physiological complications. The event of creases were not observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii with pain. Seroma of breast with increase in mammary volume and pain irradiated to arm' diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device.

Event description:
Health care professional reported, 'capsular contracture, baker grade ii/iii with pain. Seroma of breast with increase in mammary volume and pain irradiated to arm'. Diagnosed via ultrasound. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-later are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed, fold creases. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii with pain. Seroma of breast with increase in mammary volume and pain irradiated to arm' diagnosed via ultrasound. The device has been explanted and replaced with a non allergan device. The excised capsule was sent for histopathological analysis which showed "chronic inflammatory component and absence of neoplasia."